Event description:
The customer reported that the defibrillation therapy cable on their device was loose which could cause an intermittent connection of a patient, if patient related. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer (biomedical engineer) will be replacing the therapy connector assembly and after proper device operation is observed, the device will be returned to the end user for use. The device will not be returned to physio-control for evaluation.